Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the displayed image is flickering, which leads to poor quality image, there is dirt on adapter and water tightness is lost- a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on camera unit, the displayed image is flickering, which leads to poor quality image, due to deterioration of cable unit, water tightness is lost and due to a scratch on cable unit, metal part is exposed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a damage cable with exposure to the internal wiring during inspection for use involving an olympus camera head. There was no patient injury reported.